Event description:
The patient was enrolled in the watchman heal-laa study on (B)(6) 2024 with patient identifier (B)(6). It was reported that the implant did not seal. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The 35mm closure device was successfully completed with the closure device implanted in the laa of the patient with complete laa seal and deployed device diameter of 35 mm. On 03-apr-2024, 64 days post index procedure, the patient had a telephonic conversation for the protocol scheduled 45 days follow-up visit. On 02-may-2024, 93 days post index procedure, the patient underwent a transesophageal echocardiography (tee) assessment which revealed a residual jet size around the device to be greater than 5 mm. The patient was on a medication regime of aspirin and clopidogrel. No intervention was required or planned.